Manufacturer narrative:
(B)(4). Product not returned for evaluation yet. Most likely underlying root cause of malfunction:user's test strip had a poor storage(bathroom).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 256, 243 and 256 mg/dl. The customer's expected fasting blood glucose test result range is 105 - 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,customer stores product in the bathroom. The test strip lot manufacturer's expiration date is 12/17/2017 and open vial date is (B)(6) 2016. Customer stated that hadn't made any recent changes to the diet. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer called concerned with the 256, 243 & 256 mg/dl. Customer was improperly storing the product in the bathroom; customer educated of the product proper storage. During the call on (B)(6) 2016, a back to back blood glucose testing was not performed due to the test strips storage issue.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction:user's test strip had a poor storage(bathroom).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 256, 243 and 256 mg/dl. The customer's expected fasting blood glucose test result range is 105 - 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results.the product is not stored according to specification, customer stores product in the bathroom. The test strip lot manufacturer's expiration date is 12/17/2017 and open vial date is (B)(6) 2016. Customer stated that hadn't made any recent changes to the diet. (B)(6). Memory concerns: customer called concerned with the 256, 243 & 256mg/dl customer was improperly storing the product in the bathroom; customer educated of the product proper storage. During the call on (B)(6) 2016, a back to back blood glucose testing was not performed due to the test strips storage issue.